Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "pump was leaking from the cassette". The leak was coming from the distal end of the cassette. The pump was turned off and the line was clamped, and the setup was put into a double bag. Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.